Event description:
It was reported implant was stripped during placement. No further information provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: last name unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bopt5410, (3i t3 tapered implant 5/4 x 10mm) for evaluation. Visual evaluation was performed, damaged drive feature has been identified. DHR review was completed for the subject lot number 2022071091. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022071091 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged drive feature the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The drive feature have been identified as damage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.